Manufacturer narrative:
As reported, post-implant of the 3dmax mid, the patient developed hernia recurrence. Based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions for use (IFU) as a possible complication. Review of the manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april, 2021. Note, the date of event is considered to be a best estimate as (B)(6) 2022 based on the date of awareness. Not returned - remains implanted.

Event description:
As reported, during a robotic assisted bilateral inguinal hernia repair procedure on (B)(6) 2021, the patient was implanted with a 3dmax mid, right and a 3dmax mid, left. As reported, due to a hernia recurrence the patient is scheduled to have a revision procedure on (B)(6) 2022 on the right side.